Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Philips received a complaint from customer biomed reporting the rotary selection button on the v60 ventilator touchscreen does not function properly. It is not known if the device was not clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and recommended replacement of the front bezel.

Manufacturer narrative:
The customer ordered and was supplied a front bezel with navigation ring as a replacement part. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.